Event description:
It was reported that boston scientific technical services (ts) was contacted regarding noise. Ts noted that the right atrial (ra) lead exhibited high, out-of-range pace impedance and confirmed noise on the ra channel. Ts recommended testing the ra lead. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted regarding noise. Ts noted that the right atrial (ra) lead exhibited high, out-of-range pace impedance and confirmed noise on the ra channel. Ts recommended testing the ra lead. The ra lead was later replaced due to high, out of range pace impedance values of greater than 2000 ohms and oversensing. Ts noted that the lead was fractured, and minute ventilation oversensing was also observed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that boston scientific technical services (ts) was contacted regarding noise. Ts noted that the right atrial (ra) lead exhibited high, out-of-range pace impedance and confirmed noise on the ra channel. Ts recommended testing the ra lead. The ra lead was later replaced due to high, out of range pace impedance values of greater than 2000 ohms and oversensing. Ts noted that the lead was fractured, and minute ventilation oversensing was also observed. No additional adverse patient effects were reported.